Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed chronic atrial lead noise that was reproducible with isometrics. Sensing, impedance, and capture thresholds were all normal. The patient was in stable condition and would continue to be monitored with no changes made at the time.